Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt and stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that approximately 5 months later of implant patient experienced a stroke. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported patient device interaction problem with thrombus and stroke could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The occluder was implanted. Approximately 5 months later in (B)(6) 2024 the patient experienced a stroke. A follow-up transesophageal echocardiography (tee) showed a significant leak. The patient was placed back on oral anticoagulants. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The occluder was implanted. Approximately 5 months later in (B)(6) 2024 the patient experienced a stroke. A follow-up transesophageal echocardiography (tee) showed a significant leak. The patient was placed back on oral anticoagulants.